Event description:
After a second wire would not cross the lesion and several failed attempts to cross the lesion with balloons a caravel catheter was advanced into an lesion but would not cross. Upon attempting to remove the catheter, the tip was left behind and remained in the patients artery and there was no flow in the artery. With tip still in the patient's coronary artery, the patient was moved to the surgical suite for emergency bypass surgery to regain flow in the artery. Successful bypass surgery.